Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was repeated failure of the left side activa rc therapeutic impedance measurement; therapeutic impedances could not be displayed. The system did not allow communication with the implantable neurostimulator (ins) at the start of the connection for impedance measurement. A telemetry failure was mentioned. The issue was reproducible across sessions and programmers. Leads and extensions were electrically intact. The patient had less than 50% therapy relief. It was noted that in previous sessions, the therapeutic impedance was reported as "high" with normal pole impedances, suggesting a progressive alteration of the active measurement of the ins. Investigation was conducted but nothing was revealed. The following troubleshooting was performed: placing the antenna directly above the ins, firm and continuous pressure without displacement, measurement of contact-by-contact therapeutic impedances, restarting the app, opening a new session and retrying, and using two different programmers with negative results. The failure occurred exclusively during the measurement of therapeutic impedances. Technical services recommended resetting the ins and provided instructions. The patient should be admitted to surgery soon to review the ins status and assess whether it needs to be replaced. A note signed by the neurologist indicated that an ins replacement was recommended/required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The problem has been resolved. The neurostimulator was restarted and is now functioning correctly, so replacement is no longer necessary.